Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information in this report.

Event description:
As reported to coloplast, though not verified, patient was implanted with coloplast omnisure and restorelle dfa mesh on (B)(6) 2010. Later the patient experienced pinching in right mid abdomen and recurrent pelvic organ prolapse. Estrace cream was prescribed on (B)(6) 2011.